Event description:
During routine testing of the device at the service center, the service technician reported that a wire of the cable connecting to the hematocrit saturation probe was exposed. The monitor was originally returned for repair due to a battery error when the exposed wire was found. Since this event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.